Event description:
It was reported that an externalized conductor above the svc coil was seen under fluoroscopy. No electrical anomalies were observed. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.